Manufacturer narrative:
There was no report of a malfunction of the ion system. A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that during a pre-procedure inspection of the left lung side for an ion endoluminal lung biopsy the patient experienced bleeding. The patient had a history of smoking. The physician completed a right upper lobe (rul) biopsy of one target lesion that was 5cm in size and 3 cm from the pleura with no bleeding issues from the rul biopsy. The physician performed a pre-procedure inspection with a regular bronchoscope where the bleeding occurred on the left side. Post-procedure, the patient was bleeding from the endotracheal tube (et) on the left side where the pre-procedure inspection was performed; the amount of blood loss was unknown. A post-biopsy chest x-ray was performed, and no pneumothorax was observed. The physician used a regular bronchoscope for approximately 90-120 minutes attempting to stop the bleeding by clearing clots; in addition, cold normal saline and epinephrine were used. The patient is currently intubated and in stable condition in the intensive care unit (ICU); they will be transferred to a different hospital and evaluated by a thoracic surgeon. It is possible that the surgeon may need to open the patient to treat the left side bleeding, although the exact location of the bleeding has not been confirmed. According to the physician there was no malfunction of the ion system, and the bleeding occurred during the pre-procedure inspection with a regular bronchoscope on the left side and not when the endoluminal ion biopsy was performed on the rul. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.